Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The products were unavailable to be returned. Visual examination of the provided pictures identified the cup, liner, and screws. Bio-debris was noted on the devices however no failures were noted based on the images alone. The part/lot could not be confirmed for the products. Without product return, further investigation is not possible. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. Review of the available information by a health care professional identified the following: it was noted the patient with oa underwent an initial left total hip arthroplasty and no complications were noted on operation notes. Subsequently, was revised due to loosening of the femoral prothesis, the stem and head were exchanged. The shell, liner, and screws remained implanted, and no contributing factors or complications were noted. A 2nd revision was carried out due to pain, the contributing factor is unknown. The shell, liner, screws, and head were explanted with an unknown product implanted. The stem remains implanted. No further details were noted of the revision. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unk trilogy 58mm cup unk. Unk trilogy ab acetabular ceramic liner 32mm unk. Unk trilogy screw unk. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised sixteen (16) years post implantation due to pain. The trilogy cup, liner, and screws were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. The patient underwent a 1st revision on due to loosening. The stem and head were exchanged. The shell, liner, and screws remained implanted. The patient underwent a 2nd revision on due to pain. The shell, liner, screws, and head were explanted with unknown product implanted. The stem remains implanted.